Event description:
I had the essure device implanted. Since then I have had multiple strokes in both sides of my brain. Multiple tias. Multiple hemorrhages. I have had extremely heavy periods since the device was implanted, and have since been investigated for a hoard of other serious medical issues.